Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Previous emdr submission reported through journal article, "adverse events associated with cryolipolysis: a systematic review of the literature", (B)(4) patients were discussed as having possible ph. Upon further review by abbvie medical safety, "these cases were investigated by the manufacturer" and all were obtained via the "(maude) database" has been determined to be a duplicate report.

Event description:
According to literature article, "of these, 9 reported possible pah." "These cases were investigated by the manufacturer, but the patients nor the facilities administering treatment followed up."

Manufacturer narrative:
The manufacturer of the device is unknown, the event is conservatively being reported. Article citation: hedayati, b., juhasz, m., chu, s., & mesinkovska, n. A. (2020). Adverse events associated with cryolipolysis: a systematic review of the literature. Dermatologic surgery, 46(1), s8¿s13. Https://doi.org/10.1097/dss.0000000000002524. Paradoxical adipose hyperplasia is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.